Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ abdomen ache"), genital haemorrhage ("heavy abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 40-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following her essure placement procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, live birth in 1991, live birth in 1996, live birth on (B)(6) 2007, abortion, gastric disorder, diabetes mellitus, schizoid personality disorder, suicidal ideation, vertigo, hemorrhoidectomy, schizophrenia, induced labor, parity 2, induced abortion, lithotomy position, uterine bleeding, amenorrhea, amnesia, canker sores oral, d & c on (B)(6) 2016, hysteroscopy, incontinence, constipation and laparotomy. The patient denies headache, smoking: does not exist. Previously administered products included for an unreported indication: metformin. Concurrent conditions included overweight, schizoaffective disorder, vaginal bleeding, uti, back pain, gravida, hypertension, morbid obesity, endometriosis, gout, hemorrhoids, hyperlipidemia, loss of memory, psychiatric disorder nos, redness of eyes, urinary frequency since (B)(6) 2016, drug allergy, drug allergy, drug allergy, bloody stool, uterovaginal prolapse, anesthesia, hematoma, drug allergy, nerve damage, pruritus, rectocele, uterine fibroid and tonsillitis. Family history included alcohol abuse (mother), type 2 diabetes mellitus (mother), type 2 diabetes mellitus (brother), mental disorder (brother) and carcinoma brain (brother). Concomitant products included lisinopril for blood pressure abnormal, canagliflozin (invokana) and janumet for diabetes, chlorpromazine (thorazine), lorazepam, oxcarbazepine (trileptal), trihexyphenidyl and venlafaxine (effexor) for schizoaffective disorder, propranolol for tremor as well as benzatropine mesilate (benztropine), docusate, glibenclamide (glyburide), hydrochlorothiazide, ibuprofen, labetalol, lidocaine, magnesium hydroxide, metformin, nitrofurantoin, olanzapine, oxycodone, paracetamol (acetaminophen), sertraline and simvastatin. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced weight increased ("rapid weight gain/ weight gain"), alopecia ("hair loss"), uterine prolapse ("prolapsed uterus") and abdominal distension ("bloated abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), pelvic pain ("pain") and depression ("depression/ worsened depression"). The patient was treated with surgery (she underwent a hysterectomy to remove the essure on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. In 2017, the abdominal pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, weight increased, uterine prolapse and pelvic pain outcome was unknown, the alopecia and abdominal distension was resolving and the depression had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, uterine prolapse and weight increased to be related to essure (ess205). The reporter commented: she use simzastatien as water pill. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Her current weight was 248 lbs. Approximately 2000 hemorrhoid removal for hemorrhoids and approximately 2014, she had tonsillectomy for tonsillitis, urine culture negative. On (B)(6) 2007, surgical pathology report-labeled "placenta" is a 636 gram discoid placenta, 19.5 x 7.0 x 3.0 cm. The fetal surface is blue-gray and shiny. The membranes are tan-pink, shiny and translucent. The trivascular umbilical cord is 22.0 x 1.2 cm and is para marginally inserted, 6.5 cm from the placental margin. The maternal surface is red-brown with intact cotyledons. The cut surfaces are red, spongy and unremarkable. Summary of sections: ai) umbilical cord and membranes; a2 & a3) representative sections. Microscopic description- final diagnosis mature placenta: overweight without significant histopathologic abnormality. On (B)(6) 2007, ultrasound- reason for exam: pelvic pain clinical indication: back pain. Status post vaginal delivery. Evaluate for retained products at conception. Report: hypoechoic fluid-type echoes within the endometrial stripe which measures approximately 1.5 to 2 cm in thickness with at least two discrete calcifications noted. Retained products at conception cannot be excluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record- confirming abnormal uterine bleeding (heavy abnormal bleeding), menorrhagia. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received: event onset date updated. Outcome of abdominal distension and hair loss were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ abdomen ache"), genital haemorrhage ("heavy abnormal bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 1991, live birth in 1996, live birth on (B)(6) 2007, abortion, gastric disorder, diabetes mellitus, schizoid personality disorder, suicidal ideation, vertigo, hemorrhoidectomy, schizophrenia, induced labor, parity 2, induced abortion, lithotomy position, uterine bleeding, amenorrhea, amnesia, canker sores oral, d & c on (B)(6) 2016, hysteroscopy, incontinence, constipation and laparotomy. The patient denies headache, smoking: does not exist. Previously administered products included for an unreported indication: metformin. Concurrent conditions included overweight, schizoaffective disorder, vaginal bleeding, uti, back pain, vaginal delivery, hypertension, obesity, endometriosis, gout, hemorrhoids, hyperlipidemia, loss of memory, psychiatric disorder nos, redness of eyes, urinary frequency since (B)(6) 2016, drug allergy, drug allergy, drug allergy, bloody stool, uterovaginal prolapse, anesthesia, hematoma, drug allergy, nerve damage, pruritus, rectocele and uterine fibroid. Family history included alcohol abuse (mother), type 2 diabetes mellitus (mother), type 2 diabetes mellitus (brother), mental disorder (brother) and carcinoma brain (brother). Concomitant products included lisinopril for blood pressure abnormal, canagliflozin (invokana) and janumet for diabetes, chlorpromazine (thorazine), lorazepam, oxcarbazepine (trileptal), trihexyphenidyl and venlafaxine (effexor) for schizoaffective disorder, propranolol for tremor as well as benzatropine mesilate (benztropine), docusate, glibenclamide (glyburide), hydrochlorothiazide, ibuprofen, labetalol, lidocaine, magnesium hydroxide, metformin, nitrofurantoin, olanzapine, oxycodone, paracetamol (acetaminophen), sertraline and simvastatin. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), weight increased ("rapid weight gain/ weight gain"), alopecia ("hair loss"), uterine prolapse ("prolapsed uterus"), abdominal distension ("bloated abdomen"), pelvic pain ("pain"), depression ("depression/ worsened depression"), investigation noncompliance ("she did not undergo essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (she underwent a hysterectomy to remove the essure on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. In 2017, the abdominal pain had resolved. At the time of the report, the genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, weight increased, uterine prolapse, abdominal distension, pelvic pain, investigation noncompliance and treatment noncompliance outcome was unknown, the alopecia was resolving and the depression had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, investigation noncompliance, menorrhagia, menstruation irregular, pelvic pain, treatment noncompliance, uterine prolapse and weight increased to be related to essure (ess205). The reporter commented: she use simzastatien as water pill. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Her current weight was (B)(6) lbs. Approximately 2000 hemorrhoid removal for hemorrhoids and approximately 2014, she had tonsillectomy for tonsillitis, urine culture negative.on (B)(6) 2007, surgical pathology report-labeled "placenta" is a 636 gram discoid placenta, 19.5 x 7.0 x 3.0 cm. The fetal surface is blue-gray and shiny. The membranes are tan-pink, shiny and translucent. The triivascular umbilical cord is 22.0 x 1.2 cm and is para marginally inserted, 6.5 cm from the placental margin. The maternal surface is red-brown with intact cotyledons. The cut surfaces are red, spongy and unremarkable. Summary of sections: ai) umbilical cord and membranes; a2&a3) representative sections. Microscopic description- final diagnosis mature placenta: overweight without significant histopathologic abnormality. On (B)(6) 2007, ultrasound- reason for exam: pelvic pain clinical indication: back pain. Status post vaginal delivery. Evaluate for retained products at conception. Report: hypoechoic fluid-type echoes within the endometrial stripe which measures pproximately 1.5 to 2 cm in thickness with at least two discrete calcifications noted. Retained products at conception cannot be excluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record- confirming abnormal uterine bleeding (heavy abnormal bleeding), menorrhagia . Most recent follow-up information incorporated above includes: on 5-feb-2018: medical record was received- all relevant medical history,family history, concurrent condition, lab tests, historical drug were added. Events abnormal uterine bleeding (heavy abnormal bleeding) was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ abdomen ache"), genital haemorrhage ("heavy abnormal bleeding") and schizoaffective disorder ("schizo-affective disorder") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in (B)(6), live birth in (B)(6), live birth on (B)(6) and abortion. Concurrent conditions included overweight and schizo-affective disorder. Concomitant products included lisinopril for blood pressure abnormal, canagliflozin (invokana) and janumet for diabetes, chlorpromazine (thorazine), lorazepam, oxcarbazepine (trileptal), trihexyphenidyl and venlafaxine (effexor) for schizoaffective disorder, propranolol for tremor as well as hydrochlorothiazide and simvastatin. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), schizoaffective disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), weight increased ("rapid weight gain/ weight gain"), alopecia ("hair loss"), uterine prolapse ("prolapsed uterus"), abdominal distension ("bloated abdomen"), pelvic pain ("pain"), depression ("depression/ worsened depression"), investigation noncompliance ("she did not undergo essure confirmation test") and treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (she underwent a hysterectomy to remove the essure on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. In 2017, the abdominal pain had resolved. At the time of the report, the genital haemorrhage, schizoaffective disorder, dysmenorrhoea, menstruation irregular, menorrhagia, weight increased, uterine prolapse, abdominal distension, pelvic pain, investigation noncompliance and treatment noncompliance outcome was unknown, the alopecia was resolving and the depression had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, investigation noncompliance, menorrhagia, menstruation irregular, pelvic pain, schizoaffective disorder, treatment noncompliance, uterine prolapse and weight increased to be related to essure (ess205). The reporter commented: she use simzastatien as water pill. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.1 kg/sqm. Her current weight was (B)(6) lbs. Approximately 2000 hemorrhoid removal for hemorrhoids and approximately 2014, she had tonsillectomy for tonsillitis. Most recent follow-up information incorporated above includes: on 11-jan-2018: reporters added and updated patient demographics. Historical condition, concomitant disease and concomitant drugs were added. Suspect drug inaction. On (B)(6) 2007, she implanted essure (previously reported as (B)(6) 2007). On an unknown date, she had rapid weight gain/ weight gain, hair loss, prolapsed uterus, bloated abdomen, pain, depression/ worsened depression. She did not undergo essure confirmation test neither she use birth control or contraception at any time following her essure placement procedure. Updated event, onset date and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), genital haemorrhage (seriousness criterion medically significant) and hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (she underwent a hysterectomy to remove the essure on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstruation irregular, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia and menstruation irregular to be related to essure (ess205). Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.